Event description:
It was being reported that during use on a patient the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "helium leak error" where the pump is displaying this reported issue. No harm reported.

Manufacturer narrative:
Investigation completed date: 08/19/2024. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found the frequent "gas loss in iabp circuit" alarms in the logs. But the fse could not find any problem with the pump. The alarm is displayed when there is an issue with the balloon or catheter. The device had passed all the functional and safety tests according to the factory specifications. The device was given to the customer and cleared for customer use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.